Event description:
Customer reports that while the nurse was administering a heel stick on the patient with tenderlett device, device split open and the lance came out the side instead of the bottom of the device. No injury reported to nurse or patient.

Manufacturer narrative:
(B)(4). Product complaint is currently being investigated by manufacturer.